Event description:
It was reported that the patient was hospitalized for sepsis and was found to have an infected right shoulder joint and vegetation on the leads. Blood cultures were positive for (B)(6). The device and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm, implantable bi-ventricular defibrillator, (B)(6) 2012. A 6947m62, implantable tachy lead, (B)(6 ) 2012. A 1688tc, competitor implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.